Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 390 mg/dl with polydipsia and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and self-treated with insulin via their insulin pump. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. The reporter stated that the patient's bg levels have been elevated during certain parts of the day, but did not want to go through troubleshooting at the time of the call. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.